Event description:
A report was received that during a lead revision procedure, the lead was experiencing constant high impedances. The physician replaced the lead and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-70, (B)(4), description: st linear lead, 70cm with pre-loaded 0.012 inch stylet the explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.